Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device detected a ventricular tachycardia (vt) rhythm due to oversensing of noise on the non-boston scientific rv channel. It is believed to be due electromagnetic interference (emi). In clinic testing, including provocation maneuvers, could not reproduce any artifacts. The device remains implanted. No adverse patient effects were reported.